Event description:
Customer reported an increased nosocomial infection rate. Due to the clear plastic around smartsite and the tendency to entrain fluid into the space between valve body and bellows assembly, the customer believes smartside could be the source of the rate increase. The info relayed indicates that multiple pts were affected, and required more hospital days and antibiotic treatments than would otherwise be expected. No product was returned to alaris for eval.